Manufacturer narrative:
Following our receipt of one unit and placed transmitter under microscope and found physical damage to cow catcher and all connector pins, unable to continue with functional testing or verify charging/led anomalies. In conclusion, unable to perform functional, rf/ble/downgrade/association/accuracy test, due to physical damage. The customer complaint of charging, led anomalies, communication, and unexpected sensor alarm could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported led anomaly, unexpected re-initialization, sensor did not warm up. The customer reported blood glucose value of 187 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-432ag, mmt-7841zn, mmt-7040ma, mmt-1884, mmt-7040ma, mmt-342. Troubleshooting was performed for the communication issue and it was not resolved. Troubleshooting was not performed for the reported harm. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-432ag, mmt-7040ma, mmt-1884, mmt-7040ma, mmt-342. Mmt-7841zn was requested and customer response was the device will be returned. The customer will discontinue using the device.